Event description:
Emergence medical technicians were called and customer was taken to the emergency room due to high blood glucose levels. During the process, the facility staff took the insulin pump and misplaced the battery cap. It was reported that the customer was passed out and unresponsive. Customer's blood glucose value at the time of admission was 24 mg/dl. Customer is not sure what caused their low blood glucose, but believes there was a possible over-does. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.